Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter arm had detached and migrated to the pt's lungs. Reportedly the detached limb was identified on a chest x-ray the day of the retrieval procedure. The physician retrieved the filter without any difficulties. The detached limb remained in place and there will be no attempt to retrieve it. The pt was reported to be asymptomatic and there was no pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.